Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the effect of aortic valve prostheses on mitral annular motion after surgery. Medtronic (evolut = 81) and non-medtronic (various = 449) valve types were used in the study. In the evolut group, the authors observed maximum and mean pressure gradients of 20 ± 11.2 mmhg and 11 ± 6.2 mmhg before discharge and 21 ± 9.8 mmhg and 11 ± 4.8 mmhg one year after valve implant. No interventions or additional adverse effects were noted.